Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. Tandem technical support was unable to identify and issues with the cartridge, however customer maintained that the cartridge was not functioning properly. Customer's blood glucose level was 285 mg/dl.